Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering of insulin. Customer blood glucose was 118 mg/dl. Customer alleged that the insulin pump was over delivering due to they need to push more insulin when they need it. Customer was treated with foods for low blood glucose. The insulin pump will not be returned for the further analysis.